Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during review of the event history log and product evaluation. The assignable cause was a faulty pump head module (phm). The phm was replaced to correct the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During the product evaluation for another report, baxter service representative reported a colleague infusion pump with failure code 805:02. This problem was identified during service. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module master software version is 5.03.00, categorized as unremediated.